Event description:
The customer reported that when the ventilator was powered on, it had an alarm led failure alarm. The customer turned the power off and turned it back on and the alert did not return. The device was not in clinical use at the time the reported issue was discovered. The remote service engineer (rse) advised the customer that per the service manual if the alert does not return after power cycling the ventilator, that no further steps are required. The rse did provider the part number for a power switch overlay. The customer reports the ventilator has been repaired and the issue is resolved. Details on what repair was made are unavailable. If new information is received at a later date, a follow up report will be submitted.

Manufacturer narrative:
The customer reports the power switch overlay was replaced and the issue is resolved.